Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed button error. The customer's blood glucose was 70 mg/dl at the time of incident. Customer's parent stated that the insulin pump alarmed button error during infusion set and reservoir change and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer's parent also mentioned that the customer had a blood glucose reading of 400 mg/dl. No troubleshooting was performed on high blood glucose issue and no form of treatment was mentioned by the customer's parent. The customer's parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act, escape and arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and broken reservoir tube lip.